Event description:
It was reported that the jaw of the harmonic scalpel broke off during the procedure. The jaw did not fall into the patient. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Examination of the returned device revealed evidence of clinical use including biological material and an indentation in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades." The reported event will continue to be monitored through post-market surveillance.